Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that suction was lost during a lasik procedure. The surgery was completed one week after due to surgeon wanted to monitor the patient's condition. No patient harm was reported. The surgeon suspects this is due to patient interface quality issues. The patient did not move during the surgery. The patient¿s vision outcome is good. There are two related reports for this facility this report addresses the second patient interface and another manufacturer report will be filed for the first patient interface.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).